Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and verified that the batteries were low and that although ac was connected the cardiosave was not connected to the cart. The fse reinserted the iabp into the cart and verified the batteries were charging. The unit passed all functional and safety tests per factory specifications. The fse advised the customer to allow the batteries to fully charge, and then returned the iabp to the customer and cleared the unit for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery began to get very low while in use on a patient. No patient harm, injury or adverse event reported.